Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the gas delivery system loss calibration. Manual use of the gas delivery system remained available. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.